Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced pain, seroma, nerve damage, mesh migration, cyst, in guinodynia, scarring, and hematoma. Post-operative patient treatment included removal of mesh, triple neurectomy of ilioinguinal nerves, removal of cyst like structure, removal of sutures, and removal of hematoma/seroma.